Event description:
The distributor reported contamination was identified in the sealed hemostasis valve fluid path during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device eval: one new un-opened device has been received for eval. The device history record has been reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The eval is in process. A f/u report will be submitted when the eval has been completed.